Manufacturer narrative:
The explanted devices were not returned to bsn. Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model #: sc-4316, lot #: 18439989, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing worsening of pain. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.